Manufacturer narrative:
An event of mild aortic valve regurgitation and incomplete stent opening was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incomplete stent opening could not be conclusively determined. The reported minor injury/ illness / impairment was a result of case-specific circumstances as no intervention was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient's average diameter of the annulus was 21.6mm. A 22mm non-abbott balloon was used for pre-balloon aortic balloon valvuloplasty (bav). During final deployment the vale expanded unevenly. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). After final deployment of the valve, mild aortic regurgitation was observed at the left coronary cusp. After approximately ten minutes, the aortic regurgitation resolved on its own. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient's average diameter of the annulus was 21.6mm. A 22mm non-abbott balloon was used for pre-balloon aortic balloon valvuloplasty (bav). During final deployment the vale expanded unevenly. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). After final deployment of the valve, mild aortic regurgitation was observed at the left coronary cusp. After approximately ten minutes, the aortic regurgitation resolved on its own. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.